Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call for high blood glucose. The customer¿s blood glucose was 427 mg/dl. Patient's current bg: 416 mg/dl. Customer reported blood glucose went from 300 mg/dl to 409 mg/dl. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer is able to perform high pressuretest at this time. Assisted with performing the high pressure test which was passed. The insulin pump will not be returned for analysis.